Manufacturer narrative:
The customer reported that the cns (central nursing station) experienced signal loss on multiple transmitters. The amplifier stopped working. The defective amplifier was replaced with a known working amplifier which resolved the issue. Customer ordered an additional amplifier to have in house. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the cns (central nursing station) experienced signal loss on multiple transmitters. The amplifier stopped working.